Event description:
It was reported that during a ptca treatment procedure involving a thrombus in a previously placed express2 stent, the quantum monorail balloon was inflated to 23 atm's on the initial inflation and subsequently ruptured. Additional information has been requested regarding this event.